Event description:
On (B)(6) 2012, customer reported that the lh750 instrument generated erroneous differential results for two patients. The erroneous results were reported out of the lab. Customer stated that a doctor called and questioned the results for a single patient. When the doctor questioned the results, a manual differential was performed and the manual results indicated a left shift (increased number of bands 30), but the instrument did not provide an imm ne 1 or imm ne 2 suspect message or other instrument generated flags. Customer indicated that the second patient was an ER patient who was not admitted, and no patient data was provided. Corrected reports were issued. Customer was not aware if there was any affect to patient treatment for either patient. As such, the affect to patient treatment is unknown. There were also no reports of death or injury to the patients. Field service engineer (fse) evaluated the instrument and found a lot of pinch valve tubing more than 4 years old. Fse performed preventative maintenance and replaced the tubing. Fse noted that the pinch valve between the differential shear valve and the mix chamber had a broken mount. Fse replaced the mount. Fse also found that the pinch valve between the differential mix chamber and the flow cell was broken. Fse replaced the valve. Additionally, fse found the light scatter sensor slightly mis-aligned. Fse aligned it. Fse noted that the laser was not stable. Fse ordered a new laser and advised the customer not to use differential or retic until his return. Fse returned on (B)(4) 2012, and replaced the laser and completed the preventative maintenance. This resolved the issue and no other problems were reported.